Manufacturer narrative:
Updated: b5 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon dilatation was performed with a 23 x 45 non-compliant balloon.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evprop23-29 (lot: 0012011586); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) imaging was provided. Patient had an annular perimeter of 77.4 millimeter (mm) and perimeter derived diameter of 24.6 mm suggesting a 29 mm evolut. Annulus was measured in the 75% cardiac phase. Significant slice misregistration in systolic phase provided - please note; systole may yield a larger aortic (ao) annulus measurement. Aortic valve is trileaflet with heavy leaflet calcification. Annular angulation is approximately 49°. Intraprocedural images were provided for review. Fluoroscopic valve load inspection was performed and appears to be a good load. A pre-balloon aortic valvuloplasty was performed prior to the valve implantation attempt. An angiogram performed in the cusp overlap view reveals a depth of approximately 2mm on the non-coronary cusp and under expansion; however, the valve was not yet deployed just prior to the point of no recapture in this view which would prevent adequate expansion of the valve for accurate depth assessment. The valve continued to be deployed just prior to the point of no recapture and depth assessment was performed in the left anterior oblique (lao) view. Depth appeared to be approximately 3-4mm on the left coronary cusp and slight under expansion was also noted. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The valve was released and appeared to be stable in the annulus. Sometime after final valve release and removal of the delivery catheter system, the valve dislodged aortic. Of note, medtronic recommends caution while withdrawing the delivery catheter sys tem to minimize interaction with the evolut frame. However, the dislodgment was not captured therefore it is not possible to validate the cause of the dislodgement. There is evidence that a snare was used to secure the dislodged valve, another pre balloon aortic v alvuloplasty was performed and subsequently a second valve was implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.